Manufacturer narrative:
(B)(4); claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -12.00/+1.00/30 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020, the lens was explanted due to lens rotation not associated to a low vault. This explant resolved the problem, patient is happy in glasses. Will return to contact lenses. In the reporter opinion the cause of this event was the device, reporter stated, "icl was well aligned & well vaulted pod #1 significant rotation of around 40 degrees. Normal vault."